Event description:
It was reported that while the ventilator was in standby mode it generated two technical error codes on two occasions. On the first occasion the technical error code indicated a communication error between the breathing and the monitoring subsystems. On the second occasion, a minute afterwards, a technical error code indicated disabled valves. There was no pt involvement. (B)(4).

Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.